Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to deliver a correction bolus due to current insulin on board (iob). During troubleshooting with tandem technical support, it was explained that this safety feature is based off pump settings and customer can override to deliver bolus if required. School nurse administered a manual injection to treat elevated blood glucose level (400 mg/dl).